Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. It was reported that after insertion of the sheath, air bubbles were observed in the stopcock connection when it was tried to aspirate. The procedure was completed using an alternative device without patient complications. The device is not expected to be returned as it was disposed.